Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a clearlink system extension sets ¿filter does not stay filled, it empties.¿ this malfunction occurred during priming. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned; however, four unused companion samples were received for evaluation. Visual inspection of all four samples did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed on all four samples using a secondary set and solution bag with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.